Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, the weight the device within specification, red particles on the shell, fold creases, and wear abrasion. After autoclave cycle was observed: cloudy color in the gel.based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5 , d.6b , d.9 , g.1 , h.3 , h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4., g.2.

Event description:
Healthcare professional confirmed right side capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a capsular contracture, baker grade iii, for an unknown side. Device remains implanted.